Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the save event as 3010536692-2015-01893,-01894 -01896.

Event description:
Allegedly, patient was revised because he could not reach full extension.